Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that air bubbles occurred during ivus use, resulting in patient complications that required medication. The target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, air bubbles were observed during ivus use despite appropriate flushing, and the patient developed an air embolism that the physician attributed to an air bubble causing electrocardiogram (ECG) changes, requiring administration of glyceryl trinitrate (gtn). The patient expected to fully recover.